Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the patient had a blood glucose (bg) of over 27.7mmol/l. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter alleged under delivery of insulin. This report is being made due to the bg excursion the patient experienced due to an alleged keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the keypad is fully intact and all keys are fully responding. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. Removed the keypad cover; no contamination was found under the key contacts. No button contact defects were observed. Removed the pump cover; no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damage to the keypad flex observed. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).